Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels (495 mg/dl). Customer was treated through intravenous insulin drip, and released from the hospital on (B)(6) 2015. Troubleshooting was performed and pump appears to be functioning as expected.